Event description:
Pt had multiple stents placed in lad coronary artery in 2004. Was brought back to cath lab emergently 2 days later, and was found to have coronary stents closed with no distal flow down the artery (lad). Artery could not be reopened and pt was sent to bypass surgery.